Event description:
It has been reported to philips that the wireless foot switch was not functioning. The device was not in clinical use. There was no harm reported. A philips field service engineer (fse) visited the site and confirmed the wired footswitch was faulty. The wired footswitch was replaced, and the device returned to expected functionality. Philips has started an investigation.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working and the issue got resolved by a cold restart. During troubleshooting, the fse identified that the connection between wfs and the base station is intermittently lost due to the compatibility problem between them. The fse replaced the wfs and the base station. After replacement of the wireless footswitch and base station, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue where a prior occurrence led to serious injury (tw 1006591), but it is related to compatibility issue. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.